Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A hospital cardiology agent reported a customer was receiving low readings from the sensor scan in comparison to readings obtained on the hospital meter. Customer was transferred from a previous hospital (arcachon) at which he had been seen for abdominal pain and it was determined his blood glucose was at 1100 mg/dl. Customer was diagnosed with dehydration and diabetic ketoacidosis (dka), administered insulin (dose/type unknown), and transferred to the reporting hospital (bordeaux), on (B)(6) at 3:30 a.m. Upon arrival, a hospital meter determined the customer's blood glucose was 900 mg/dl and he was diagnosed with dka and administered insulin and intravenous fluids. It is unknown how long the customer remained in the hospital for treatment. It was reported the customer's adc sensor scan results ranged between 70 mg/dl and 180 mg/dl, however it is unknown when these readings were obtained in relation to the hospital readings.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The reported complaint does not pertain to the freestyle libre reader. Therefore no further investigation into the reader will be required. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show that the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A hospital cardiology agent reported a customer was receiving low readings from the sensor scan in comparison to readings obtained on the hospital meter. Customer was transferred from a previous hospital ((B)(6)) at which he had been seen for abdominal pain and it was determined his blood glucose was at 1100 mg/dl. Customer was diagnosed with dehydration and diabetic ketoacidosis (dka), administered insulin (dose/type unknown), and transferred to the reporting hospital (bordeaux), on (B)(6)at 3:30 a.m. Upon arrival, a hospital meter determined the customer's blood glucose was 900 mg/dl and he was diagnosed with dka and administered insulin and intravenous fluids. It is unknown how long the customer remained in the hospital for treatment. It was reported the customer's adc sensor scan results ranged between 70 mg/dl and 180 mg/dl, however it is unknown when these readings were obtained in relation to the hospital readings.